Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels as low as 68 (mg/dl). Customer consumed glucose tablets and food to stabilize bg level, and subsequently, customer's blood glucose level elevated to 259 (mg/dl). Customer indicated she is comfortable with a bg level of 259 and therefore did not address it. System check with tandem technical support indicated pump was performing as intended. Customer indicated that health care provider would be contacted to discuss pump settings and diabetes management.